Event description:
As reported: "during surgery, the drill stuck to the drill sleeve. Once the surgeon took it out of the patient with the sleeve, the drill was biting into the sleeve. After that, other instruments were used and the surgery was finished without problem."

Manufacturer narrative:
D9 / h3 updated to indicate device was returned. The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the drill sleeve showed normal signs of usage, overall but the external surface of the sleeve was severely damaged most likely caused in an attempt to extract the stuck drill inside. Drill¿s cutting edges are also deformed and dented at multiple location which most likely have been caused when it was held with a clamping device to extract it. The drill sleeve was cut to further investigate and the cut section revealed that the drill is welded inside the sleeve, most likely due to excessive torsional forces and misalignment causing friction during the surgery the batch record could not be reviewed because the lot number was not communicated and could not be identified from the returned product. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. Drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to misalignment during use. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "during surgery, the drill stuck to the drill sleeve. Once the surgeon took it out of the patient with the sleeve, the drill was biting into the sleeve. After that, other instruments were used and the surgery was finished without problem."